Event description:
During dwell 2 of 4 the second solution bag detached from the supply line. Technical service representative (tsr) help the hp with end therapy early procedure, caller will discard supplies and start over with new supplies. Hp will contact the nurse and report that while being connected a bag becomes detached. There was no pt injury or medical intervention associated with this incident per the home pt's nurse.